Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: difficult to remove requiring medical intervention. Device issue: difficult to remove. It was reported that the bmw universal guide wire was advanced towards the lesion, but the guide wire became trapped within the lesion. A microcatheter was advanced proximal to the trapped part of the bmw universal guide wire and the guide wire was withdrawn into the microcatheter, and thereby removed out of the vessel. The procedure was continued using a new bmw universal guide wire. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineer was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. There were two kinks in the shaping ribbon 6 mm and 7 mm proximal to the tipball. The tip was in a hook shape. There was no other damage noted to the guide wire. The guide wire was advanced through a hole gauge and this met manufacturing criteria. The distal end, including the hypotube, passed through a .0137" hole gauge. The proximal end, up to the hypotube, passed through a .0139" hole gauge. The guide wire was backloaded through a new balloon catheter with no resistance noted. The distal end of the guide wire was dipped in red congo dye to confirm the presence of hydrophilic coating. The tip was tugged on to confirm the core and shaping ribbon were intact. Product performance engineering was unable to complete the evaluation of the event at this time of this report. Results and conclusions will be forwarded upon completion.